Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), the filter could not be pulled completely into the delivery catheter (dc) pod and the dc tip separated. The torque device was used and there was bunching/wrinkling on the dc pod; however, it was not observed prior to loading. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. A new emboshield nav6 eps was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported pod damage and material separation were confirmed. The difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication to suggest a lot level product quality issue exists. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the dc pod and preventing the filtration element from being able to load properly; however, this could not be confirmed. The dc pod separation may have occurred during post-use handling; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.